Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
At the end of the operation, the light source turned off spontaneously. After restarting the device, the operation was successfully completed.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the operators of the device experienced a critical issue with our light source during an operation. It unexpectedly shut down. This problem caused significant disruption. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer ("we experienced a critical issue with our light source during an operation[?]it unexpectedly shut down.") Couldn't be confirmed, despite continuous operation. No fault was found with the device. The event is filed under internal karl storz complaint ID: (B)(4).